Manufacturer narrative:
An investigation has been initiated. The sample has not been returned for evaluation. When the investigation is complete a final report will be submitted.

Event description:
During the night at home, the patient is likely to have scratched the dressing of the catheter which partly came off. In the morning, the patient found the external connector of the catheter on the bed. The internal lumen in silicon did not get out and the x ray exam she passed when arriving in the hospital showed the catheter was into the cardiac cavities. It has been necessary to take it out.

Manufacturer narrative:
The root cause or contributing factors could not be attributed to the manufacturing process. All device specifications for the adaptor were met.